Manufacturer narrative:
A patient had both their systems explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein all products were explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 3006705815-2020-32273, 1627487-2020-32964, 1627487-2020-32965, 1627487-2020-32966. It was reported that the patient experienced ineffective therapy despite multiple reprogramming attempts. It is unknown when the issue began. In turn, the patient may undergo surgical intervention on both systems to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.